Event description:
Reporter alleged discrepant blood glucose results of 500 mg/dl back to back with a result of 100 mg/dl when testing was performed < 10 minutes apart on the advantage system. As a result of the comparison, no actions were taken and no treatment was received reportedly as a result. The location of the testing was not provided. A request was made for the return of the suspect device and replacement product was sent. Advantage system: meter and comfort curve test strip lot number 549556 with an expiration date of 03-31-2008.

Manufacturer narrative:
The suspect product is the comfort curve test strips.